Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Small package received. The package contains intraocular lens (iol) wrapped in a piece of gauze secured with sticky tape. Solution is dried on the lens. The optic is torn/split-cut dividing the iol in two; the two segment are adhered to each other. Both haptics are present. There are loose fibers on the lens. The reporter states the company iol was replaced with a monofocal iol. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced visual disturbances. The iol was exchanged for unspecified monofocal following the initial implant procedure. Additional information has been requested.